Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 530 mg/dl and trace ketones. Customer was treated with an insulin pen and fluid drip. Customer was released from the ER 6 hours later with a bg level of 280-290 mg/dl. Upon being released from the ER the customer was in ¿stable¿ condition. Reportedly, an incomplete load alert and resume pump alarm had occurred. Customer had initiated the load process and did not complete the process to resume insulin delivery. Tandem technical support educated the customer on properly completing the load process and resuming insulin delivery.